Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements greater than 3,000 ohms, triggering an automatic safety switch from bipolar to unipolar. The healthcare professional could not reproduce the out of range value or noise via isometric nor pocket manipulation. It was noted the patient is pace dependent without symptoms and the rv lead was reprogrammed to unipolar pace and bipolar sensing. No adverse patient effects were reported. The rv lead remains in service.